Event description:
During surgical procedure -left open massive rotator cuff repair with biceps tenodesis, distal clavicle excision and acromioplasty-the end of the stryker sagittal saw-battery operated-disconnected from the handle.